Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and it was reported that a 075 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/06/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2016 with the following findings: a review of the pump black box data showed a call service (075) alarm. During testing, the pump successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues. The pump cover was opened and no damage was found to the motor circuit. The complaint was not duplicated during testing.